Event description:
It was reported that the respiratory rate sensor was being oversensed on this implantable cardioverter defibrillator (ICD). This resulted in inappropriate mode switching. The sensor was programmed off. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.

Event description:
Additional information was reported indicating that the clinic now has 5 instances of daily measurements on the ra lead, that are greater than 3000 ohms. The health care professional (hcp) did extensive testing with no out of range impedances and no noise on the electrograms (egm). The hcp will continue to monitor and watch for what may be a true fracture, should it occur. The ra lead is from another manufacturer. No adverse patient effects were reported. This report will be updated, should additional information be received.